Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was unresponsive. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was swapped out for another ventilator without impact to the patient the device was in use on. The rse advised the customer the latest version of the service manual is version t. The biomedical engineer (bme) advised that they had attempted multiple touchscreen calibrations, but no touch was detected. The rse provided the customer with the part information to order a replacement touchscreen. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain the patient information from the time of the event, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.